Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that while in or during a pump exchange the outflow graft was found to be bleeding under the bend relief. The vad coordinator reported that the physician was cutting the bend relief off. The MFR stated that this was not recommended and if he did so, he needed to be sure that there were no exposed rough edges of the spring in the bend relief. The MFR also suggested that they might try bioglue or bovine pericardium to stop the ooze from the graft. Two hours later the MFR was called again, the vad coordinator reported that the pump was running in a basal rate mode of 40 and alarming rate control fault and controller malfunction. The pump had run fine for 2 hours before this time. The MFR inquired if any fluid had been aspirated into the pump. The vad coordinator was confident that no fluid had been aspirated. The vad coordinator reported to the MFR that she had already changed the controller and the situation persisted. It was suggested by the MFR that she could try one more controller and then switch over to pneumatic support in order to better support the pt. The pt flows were 3.2 lpm. The MFR informed the vad coordinator that if fluid had been aspirated into the pump, running on the pneumatic for a few days might dry it out and then try electric again. The vad coordinator called back about an hour later and stated that she couldn't hand pump and therefore couldn't go to pneumatic actuation. She stated that the pump was very hard to squeeze and the bulb wouldn't re-expand. The MFR had her check her hand pump, the vent connection, and remove the in-line adapter to inspect the vent holes for any obstruction. She said everything was clean. The MFR stated that the only options were to run on pneumatic or change the pump out and send the pump back for analysis in order to give any further answers to the cause of the situation. The MFR also stated that the air gap of the pump may be occluded, an obstruction on the inflow side preventing blood from entering the pump, the pump may be stopped in a full systolic position or the pump may have physiologic issue effecting blood flow. The vad coordinator tried to hand pump one more time to no avail and the MFR recommended the only option was to change out the pump. She stated that the pt could not tolerate another surgery that pt had lost a lot of blood and was very unstable. The vad coordinator told the MFR that she was going to leave the pump running on electic in basal mode with the rate at 40 and device flow of 3.2 lpm. The MFR suggested that she continue to try to hand pump and get pt on to the ip drive console if possible. The MFR spoke with the vad coordinator later 2 days later, and she informed the MFR that the pt had expired. She stated that the pump ran for about 3 hours in the ICU and then began to make a popping noise and blow smoke out of the vent. The smoke smelled like an electrical fire. The pt was on a ventilator and she was concerned of pt igniting, so she turned the pump off and let the pt expire. The family did not want an autopsy or the pump explanted.